Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Event description:
Pt had a fall 8 weeks post op from original surgery, then complained of squeaking and clicking. The surgeon queried edge loading. During revision surgery, there was wide spread "metalosis". The acetabular implant was well fixed. Original surgery was the 24.1.08.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
In 2009 through follow-up with the health-care provider, a response was received. It was learned that the event was not device related. However, the cause of death was not provided. The device has been disassociated from the event, therefore this is not a complaint. The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance.